Event description:
Report received from the USA stating that the device was frozen. The device was being used during a mastoidectomy surgery. There was no injury or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).